Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was not getting adequate stimulation. It was discovered that multiple contacts on the patient's lead were invalid. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced. Therapy was restored post-operatively.